Manufacturer narrative:
Block d.2b; additional applicable product codes: nhl, pjs.

Event description:
It was reported that a deep brain stimulation (dbs) patient, implanted with a non-boston scientific lead and lead extensions, experienced a fall that resulted in high impedances readings. The patient subsequently underwent a revision procedure, during which both the lead extension and the adapter were replaced. The patient is recovering well postoperatively. The adaptor will not be returned for analysis, as it was disposed of by the medical facility.